Event description:
Pt with metastatic pancreatic cancer to the liver and history of asymptomatic pe, underwent therasphere treatment to the right lobe of liver. Pt received 148 gy dose of therasphere via hepatic artery infusion that was uneventful and pt left hosp on the same day feeling well. Three days later pt went to ER for nausea, vomiting, jaundice and side pain. Pt was found to be dehydrated with progression/recurrence of pulmonary emboli on high dose of lovenox. Pt was admitted for hydration, observation of hepatic enzymes and evaluation of refractory thrombosis to high dose anticoagulation. During two days of hosp stay pt was hydrated, received IV zofran for nausea/vomiting, was briefly placed on leuperidin and then back to lovenox. Le ultrasound was negative, pt's bilirubin went down from 3.2 to 2.6 and pt was discharged to home. Pt is being followed closely to monitor any change in status.